Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting with the customer. The results of the analysis were that the nipb pump failed during periodic maintenance. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nibp pump. The remote support engineer (rse) advised the customer that the device is end of life and parts are no longer supplied. The customer is taking responsibility for the repair of the device due to monitor being end of life and end of support. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the blood pressure measurements (nibp) were inaccurate. The device was not in clinical use. There was no report of patient or user harm.